Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a kink in the ipp tubing. The existing ipp was explanted and replaced with a new one. No patient complications were reported during the procedure. The explanted ipp is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.